Event description:
It was reported to boston scientific corporation on july 05, 2022 that a wallflex biliary rx partially covered stent was implanted to treat a pancreatic cancer during a stent placement procedure performed in (B)(6) 2021. Post stent placement, on an unknown date, a whipple procedure was to be performed; however, it was found that the wallflex biliary stent had eroded to the inferior vena cava. The wallflex biliary stent was unable to be removed and surgery was also unable to be performed to remove the tumors due to the migrated stent. The patient died in (B)(6) 2022 (exact date unknown).

Manufacturer narrative:
Patient's death is reported to be on (B)(6) 2022. Date of event: approximated based on the date the wallflex biliary stent was implanted. Initial reporter: the name of the second physician is: dr. (B)(6). (B)(4). The patient expired, the stent remained implanted and will not be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b2: patient's death is reported to be on (B)(6) 2022. Block e1: the name of the second physician is: dr. (B)(6). Block h6: medical device problem code a010402 captures the reportable event of stent migration. Medical device problem code a150207 captures the reportable event of stent difficult to remove. Block h11: correction on block b3 statement: approximated based on the date the patient died post wallflex biliary stent placement. Block d6a has been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx partially covered stent was implanted to treat a pancreatic cancer during a stent placement procedure performed in (B)(6) 2021. Post stent placement, on an unknown date, a whipple procedure was to be performed; however, it was found that the wallflex biliary stent had eroded to the inferior vena cava. The wallflex biliary stent was unable to be removed and surgery was also unable to be performed to remove the tumors due to the migrated stent. The patient died in (B)(6) 2022 (exact date unknown).